Manufacturer narrative:
(B)(4). Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarms. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not reporting about motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.